Manufacturer narrative:
Device lot number, expiration date unavailable. Device manufacture date unavailable because lot number unavailable.

Event description:
A lead extraction procedure commenced to remove a left ventricular (lv) lead due to non function. A right atrial (ra) and right ventricular (rv) lead were present in the patient, but were not targeted for extraction. A spectranetics lead locking device (lld) was inserted into the lv lead to act as a traction platform to aid in extraction. The physician chose to use a spectranetics 12f slsii laser sheath. The physician reportedly lased in the coronary sinus, near the ostium. The lv lead was successfully removed. However, the physician noted hemodynamic changes in the patient, ten minutes after the extraction was completed. Rescue efforts began immediately, including pericardiocentesis and sternotomy. A 2 cm injury was discovered, 1-2cm into the coronary sinus from the ostium. Based on the injury location and shape, the physician believes it was a combination of the scar tissue tearing away from the proximal coronary sinus along with laser use. The repair to the area was successful and the patient survived the procedure. This report is being submitted since the slsii device was reportedly lasing in the area of injury. There was no alleged malfunction of any spectranetics device in use during the procedure.